Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a dreamstation auto CPAP device. The manufacturer received information from the patient alleging contracting cancer, which is currently undiagnosed by a pulmonologist. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. Upon receiving the complaint, the customer reported using 2 separate devices. Since it is unclear which device the allegation of cancer is against. 2 separate reports are being filed, one for each device. This report will be reporting on the ( dreamstation auto CPAP, sn: (B)(6). The second device ( dreamstation auto CPAP, sn: (B)(6) will be reported under MDR 2518422-2025-110279. The manufacturer is actively seeking additional information through good faith effort attempts.